Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the clogged stator and rotor seals. The fse also cleaned out every port on the injection valve and ensured there were no obstructions. The low total area error persisted. The fse replaced the sample loop and that resolved the issue. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for low total areas was a bad sample loop.

Event description:
On (B)(6) 2015, a customer reported receiving low total areas on both quality controls (qc) and patient samples on the g8 instrument. Technical support advised the customer to replace the needle. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.